Manufacturer narrative:
Pc-(B)(4).device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle liner dissociated from pinnacle. Liner was replaced. Patient consequence? No. Action taken for procedure: liner was replaced w/ a new one. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.